Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism and the stylet was stuck in the lead-distal coil.

Event description:
It was reported that the right ventricular (rv) lead may have been fractured. It was also reported that the rv lead was oversensing and there was noise related non-sustained ventricular tachycardia (nsvt) episodes. The rv lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.